Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/25/2017 with the following findings: during investigation, there was visible moisture on the display. The display appeared to be cloudy due to dimness of the display. A leak test failed due to a cartridge compartment leak. The pump was opened and there was moisture found on the cartridge compartment housing. There was no moisture found in the battery compartment. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Additionally, the cartridge compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.